Manufacturer narrative:
A visual examination of the returned driver was performed under magnification. A torsional fracture pattern was found near the radius where the shaft transitions into the hex of the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Additional mdrs associated with this event: 3025141-217-00066: screw.

Event description:
During implantation of a orthopedic plate, the tip of the driver broke off in the head of a screw that was being tightened. The driver tip was left implanted in the screw head.